Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experienced confusion, falls, slow responsiveness, and a low, irregular heart rate. The patient went to get their cardiac resynchronization therapy defibrillator (crt-d) checked and t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.